Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation procedure performed on (B)(6) 2023. During the procedure, "the band could not be deployed because it was malposed." The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the returned ligator head had four bands attached and some of them were moved from their position. The suture contained the seven knots. The trip wire was secured in the handle. The ligator head was checked under magnification, and the ligator head teeth were slightly bent/damaged. One band was damaged, and the suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator head moved from their position, one band was damaged, and the ligator head teeth were bent/damaged. These suggest that the device was unable to deploy the bands. It is possible that due to the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device. The bent ligator head teeth is evidence that the functionality of the device was affected in some way, possibly due to the tortuosity or anatomical conditions of the patient. Also, the interaction with other medical devices and the manipulation could affect, resulting to a damage of one band as observed. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation procedure performed on (B)(6) 2023. During the procedure, "the band could not be deployed because it was malposed." The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.